Event description:
Information received by medtronic indicated that the experienced sensor glucose (sg) vs blood glucose (bg) difference and low blood glucose (low bg). Sensor glucose value from reported event: 200.00 mg/dl. Blood glucose value from reported event: 37.00 mg/dl. The difference in value between sensor glucose (sg) vs blood glucose (bg) :163.00 mg/dl. The difference between sensor glucose and blood glucose not within the target range. Customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. No harm requiring medical intervention was reported. Troubleshooting was performed. The sensor will be returned for analysis and pump will not be returned for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.